Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient was injured by excessive levels of chromium and cobalt in the blood. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Manufacturer narrative:
Corrected: event/problem description explant date. Depuy still considers this investigation closed.

Event description:
Litigation alleges that patient was injured by excessive levels of chromium and cobalt in the blood.

Event description:
Update: (B)(6) 2014 - medical records received. Patient was revised to address bursitis, inflammation, hip bursal swelling, cloudy yellow fluid, corrosion on the neck, acetabular cup loosening with only fibrous ingrowth, and acetabular bone loss. The stem and sleeve are being added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.